Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. As the customer stated, both the monitron screen and ventilator display froze while in use on a patient. As there was a malfunction to the vdr/monitron ii device that may lead to uncertainty of ventilation and as a result, may interrupt the ventilation support, this MDR is being filed. It was determined the screen freeze was due to a electronics problem as well as faulty software. The correction made to the device was the replacement of the pal chip, as well as reverting back to the previous software version. These components were corrected and confirmed to be working appropriately within the systems. At this time, no additional information has been received on this incident or patient. A follow up MDR will be submitted if additional information is received.

Event description:
Per customer complaint, while in use on a patient, both the monitron screen and vdr ventilator display froze. The end user attempted to reset the displays, but both again froze. No patient harm was stated.